Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mlca instrument was analyzed and found to fail the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional investigation found a bent grip of the clip applier instrument. The tip did not align with the other grip. The complaint regarding the reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier (mlca) instrument wrist was bent while applying the clip. The clip could not be applied. The customer also observed non-intuitive motion of the clip applier instrument. The issue persisted when the surgeon tried to apply the clip again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier instrument was inspected prior to use with no issue. The clip applier instrument jaws swayed to the side when the surgeon attempted to apply the clip on the tissue. The clip was not dislodged from the instrument. There was no patient injury. The issue was resolved by replacing the clip applier instrument.

Manufacturer narrative:
This MDR is being submitted to add reference to a field action.